Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns an adult female patient (in her 50's) who received treatment with synvisc one and later experienced swelling and had large effusion after the injection. No medical history, concomitant medication or concurrent condition was provided. The patient had treatment with synvisc one in the past. On an unknown date in 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/lot number and expiry date: not provided). On an unknown date in 2015 (couple of weeks ago), the patient experienced swelling with a large effusion three days after the injection. It was reported that the patient's doctor drained the effusion and injected the affected knee with cortisone. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for both the events. Additional information was received on (B)(6) 2015. Ptc results were added and text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from united states was received on (B)(4) 2015 from a physician. This case concerns an adult female patient (in her 50's) who received treatment with synvisc one and later experienced swelling and had large effusion after the injection. No medical history, concomitant medication or concurrent condition was provided. The patient had treatment with synvisc one in the past. On an unknown date in 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/lot number and expiry date: not provided). On an unknown date in 2015 (couple of weeks ago), the patient experienced swelling with a large effusion three days after the injection. It was reported that the patient's doctor drained the effusion and injected the affected knee with cortisone. Outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for both the events.